Manufacturer narrative:
Results: eval of the returned product found the zipper sider body is open on the pt access window a. Window side b insert pin is missing on the zipper. (B)(4).

Event description:
Customer reported the slider and pull tab is damaged on the canopy. Customer could not provide a date when this issue was discovered. No pt incident or injury was reported.